Event description:
This system was removed because the pacemaker had eroded out of the pocket. The ra and rv leads were removed as well as this previously capped rv lead. A new system was implanted on (B)(6) 2017.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.